Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: 2009-(B)(6), product type recharger. Product ID 3708260, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. Product ID 3998, lot# j0511490v, implanted: 2005-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had heart surgery a week prior to the report. She was part of a research study before the surgery where ¿a whole bunch of magnets¿ were placed on her. The patient got burns from it. They seemed like ¿curling iron burns¿ on her back. The patient was not informed they were magnets until after it was hooked up to her. The day after the surgery she noticed she was having a back ache and she had pain where the metal plate was on her spine. It ¿bulged¿ there and she thought it moved her plate a little. She could feel stimulation but it felt different. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.